Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer installing the shorting plug into the charge-pak assembly and incorrectly reinserting the charge-pak into the device. When the charge-pak was reinserted into the device, it caused damage to the internal hlc batteries and as a result, depleted the internal hlc batteries.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contact physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio observed that the device had all three icons (charge-pak, attention and service wrench) in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.